Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. Pinch on tool that was returned with the lead was used for helix testing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the lead helix would not advance. The lead was replaced by another new lead and implanted. No patient complications have been reported as a result of this event.